Manufacturer narrative:
MDR 8021545-2024-00511- device 1 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that on (B)(6) 2024, the patient experienced that the infusion set fell off during use. The patient was first time using the extended set describing that had to changed within three to four days and one fell out in 2 days. The patient used the eighth extended infusion set in 30 days and was of the understanding that they should be lasting one week on average. No further information was available.